Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.50 diopter, in the patients left eye (os), on (B)(6) 2024. The lens was explanted later that same day due to excessive vaulting . This was the replacement lens for MFR. Report # 2023826-2024-01420. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.